Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, anti-hcv, list number 1l79. Review of complaint activity determined that there is normal complaint activity for likely cause lot 62273li00. Tracking and trending report review for the architect anti-hcv assay determined that there are no related adverse or non-statistical trends. A retained reagent kit of architect anti-hcv reagent, lot number 62273li00 was tested in a sensitivity setup utilizing two internal sensitivity panels and two commercially available seroconversion panels. The sensitivity panels met specifications and (B)(6) results were obtained. The seroconversion panel results for lot 62273li00 detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels compared to historical data. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hcv assay was identified.

Event description:
The account stated a patient generated a (B)(6) architect anti-hcv result in (B)(6) 2016. Additional testing at another laboratory for troubleshooting showed prism (B)(6), siemens (B)(6) and immunoblot (B)(6) results. No impact to patient management was reported.